Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump was received with a slightly loose drive support disk, minor scratches on the display and reservoir windows, a cracked belt clip slot and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump had issues on drive support cap. Customer stated the drive support cap was popping out. Customer stated did not drop his insulin pump but might have been dropped or bumped. Customer's blood glucose was 162 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further info provided.